Event description:
It was reported that the customer experienced an issue with the pump's touchscreen, which was unresponsive and prevented interaction. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to reset the pump without success and planned to use multiple daily injections (mdi) as a backup therapy. Technical support provided instructions for returning the pump, which was under warranty, and the customer acknowledged understanding these instructions.